Event description:
It was reported that the patient stated they had palpitations like "butterfly fluttering" near their sternum while riding in the car. It was noted the patient denied any source of interference such as speakers in the car. Also the device diagnostics for high rate detection had previously been put at lower setting, but no events were seen. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.